Event description:
The user facility reported that during in lab training the automated impella controller (aic) did not recognize the demonstration-pump. Several attempts to reboot were made without success. The console was exchanged to the backup and the issue resolved. There was no reported patient harm or involvement.

Manufacturer narrative:
The impella console has been received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g.1. MDR reporting contact email. D.2. Device name has been updated. F.6. And f.8. Should have been left blank. H.6. Type of investigation code added.